Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to request a bolus due to receiving a message indicating that insulin could not be dispensed. There was no reported impact to the customer's blood glucose (bg) level. During a follow-up call, the customer reported the issue was resolved and declined to perform further troubleshooting with tandem technical support.